Manufacturer narrative:
Investigation summary: it was reported the needle is clogged or solution comes out the sides of the needle where the needle connects to the syringe. To aid in the investigation, three samples were received for evaluation by our quality team. One sample came in a sealed packaging blister, and two samples came in opened packaging blisters. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The sample that came in the sealed packaging blister expelled the solution with a normal flow. The two samples that came in the opened packaging blisters did not expel the solution; they are clogged. No other failures were observed. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material.a device history record review was completed for provided material number 305106, lot numbers 1335484, 1273587, 1300844 and 1075264. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that the bd precisionglide¿ needle experienced needle blockage. The following information was provided by the initial reporter: when going to administer medication, sometimes the needle is plugged or medicine squirts out on the sides of the needle where the needle connects to the syringe.